Manufacturer narrative:
The attachment was received at the manufacturer for investigation and the alleged complaint of the attachment heating up was confirmed. Upon investigation, it was identified that debris was found within the attachment, which could cause corrosion. The instructions for use, which is provided with the handpiece used the attachment, provides proper cleaning and sterilization instructions.

Event description:
While testing the unit, it was noticed that the attachment becomes hot. This was found in a non-sterile environment. There was no pt involvement and no report of adverse consequence to the user as a result.